Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer received multiple temperature alarms. The customer reported an elevated blood glucose (bg) level of 600 mg/dl. Customer indicated insulin injections would be used for back up therapy.